Event description:
It was reported that during the initial implant procedure, high impedance was observed. The surgeon removed the device, wiped the lead pin but the high impedance persisted after the device was reconnected. The surgeon elected to use another generator and the high impedance resolved. The explanted device was tested with a test resistor pin and no fault was found with the device. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Suspect device has not been received by manufacturer to date. No other relevant information has been received to date.